Manufacturer narrative:
Instructions for use which accompany the device provide guidance regarding imaging protocol and recommended pattern for tracer registration.

Manufacturer narrative:
August 19, 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Concluded that the headframe likely moved slightly during surgery. Surgeon does not like to use the head strap. Suggested to surgeon and neuro coordinator that the headstrap always be used, or to order the new patient tracker. Also suggested to clean the forehead with alcohol and use mastisol liquid adhesive to better adhere the tracker to the forehead. Medtronic ear, nose & throat (ent) representative was contacted and encouraged to contact the site regarding an order for the new tracker. Patient archives were sent to medtronic technical support for further evaluation, however, there was nothing new in the patient archives related to the alleged inaccuracy. Technical services confirmed the conclusion that the tracker likely moved during surgery. August 25, 2015 medtronic representative reviewed patient exams and found that the exam did not follow imaging protocol as it did not include posterior anatomy. It was recommended to include the back of patient's skull and trace more laterally to the temples and collect points in zig-zag pattern. September 09, 2009 software investigation completed. Findings are that the exam is not to protocol. Software is functioning as designed. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 2 millimeter inaccuracy; direction of the inaccuracy was not provided. The alleged inaccuracy was noted while in the middle of the procedure, when using the straight suction. The patient was re-registered using tracer, confirming accuracy for the remainder of the procedure. The surgeon did not attempt to re-verify the instrument. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.